Manufacturer narrative:
The investigation for the reported vascular damage has been completed. No product was returned for investigation. There was a slight dissection of the subclavian artery at insertion point of the 14f sheath which did not require intervention. The root cause of the vascular damage peripheral vessel issue was not determined since product was not returned and there is a lack of clinical details. F6/f8 should have been left blank in the initial report. G1-corrected MFR site name and address.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows section: warnings and cautions: to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Event description:
The user facility reported a 72-year-old male patient of unknown race and ethnicity noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that there was a slight dissection of the subclavian artery at the insertion point of the introducer. No intervention was performed on behalf of the dissection and support with the implanted impella cp pump was uninterrupted. The patient was reported stable.